Manufacturer narrative:
The advanta2 bed is intended to provide patient support for low to moderate acuity patients in the medical/surgical area of the hospital. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on (B)(6) 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician investigated the device thoroughly and could not replicate the reported issue. No actions were required. Although there was no reported injury with this event, the reported event of bed exit alarm is not working is likely to cause or contribute death or serious injuy. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that advanta2 bed bed exit alarm was not working. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.